Manufacturer narrative:
A ge rep performed an on site investigation. The x-ray tube was replaced during the service call.

Event description:
The customer reported that the 9800 system had a blank screen after a cine run. No patient injury was reported.